Manufacturer narrative:
The device has been received but analysis has not yet begun. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure, a polarsheath was selected for use. It was reported that after the procedure was started and after the dilator was removed, and during insertion of the balloon from the sheath into the sheath, a large amount of air was being drawn when checking for reverse bleeding. The procedure was continued without replacement. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted no anomalies, but there was blood on the sheath handle. Functional tests were performed, and the sheath passed aspiration and hemostasis valve testing, but failed standard manufacturing testing with a gross leak in the pressure decay test. The sheath handle was disassembled to find the area where the leak occurred, and no leak path was found. The reported event was confirmed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
During a cryoablation procedure, a polarsheath was selected for use. It was reported that after the procedure was started and after the dilator was removed, and during insertion of the balloon from the sheath into the sheath, a large amount of air was being drawn when checking for reverse bleeding. The procedure was continued without replacement. No patient complications were reported. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath